Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion at the filter. No adverse effects to patient reported.

Manufacturer narrative:
Evaluation results: two hundred and seventeen cadd extension sets (part number 21-7106-24 from lot number 57x488) were received for investigation. The samples were received in new condition with their original unopened packaging. The samples were visually inspected, at a distance of 12 to 24 inches, and under normal conditions of illumination. The visual inspection showed no discrepancies. The samples were leak tested using a hydrostat vessel. No leaks or other discrepancies were detected. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No root cause could be established since the complaint was not confirmed.